Manufacturer narrative:
Block d2b: product code: additional product code qon. Block d10: model number/catalog number: 1201 serial number: (B)(6) batch/lot number: al1u211054 model/catalog description: tined lead unique identifier (UDI) #: (B)(4). Block g4: premarket / 510(k) #: additional premarket / 510(k) # p190006.

Event description:
It was reported that the patient with this neurostimulator (ins) had a red light on their remote control during their magnetic resonance imaging (MRI) appointment. The patient was assisted with troubleshooting to get their remote for an MRI readiness check but was unsuccessful. The patient was advised to not proceed with the MRI. The territory manager spoke with the patient and was unable to clear the red light. The patient stated they would contact a new office and let the territory manager know about their appointment, so the territory manager can attend and interrogate their device. Additionally, it was decided to move forward with an explant of the device as it appeared the lead has broken and the patient had high impedances on all 4 electrodes. The patient was never satisfied with their symptom relief. Additionally, the patient had surgery to explant their neurostimulator (ins) and tined lead.